Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Review of imagery provided from the site found the balloon was burst and the balloon material was separated. In this case, the balloon burst, and balloon separation was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the balloon burst as it was reported that the ''patient had moderate leaflet and lvot calcium''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the balloon separation. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the sheath liner, and additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-18410. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years post tavr procedure with a 26mm sapien 3 valve the valve failed due to stenosis, regurgitation and pvl. As a result, a new 26mm sapien 3 ultra resilia valve was implanted in a viv procedure. During the valve in valve procedure while deploying the s3ur 26, at 95% deployed the 26mm commander delivery system balloon ruptured from mac. We successfully retrieved the balloon and fragments of the balloon from the 14f esheath plus. We successfully post dilated with 26 true. Invasive gradient of 1, echo gradient of 2. Per the fcs, the initial reporter did not allege the edwards devices were deficient in any way. The balloon was fully inflated when it burst. The patient had moderate leaflet and lvot calcium. There was no additional volume added to the balloon prior to inflation. All pieces of the balloon were accounted for.